Manufacturer narrative:
No trend analysis could be conducted due to insufficient information provided. Cause of complaint could not be determined.

Event description:
End user left a vm regarding the et syringes. User states that some do not have a rubber stopper and some that do not provide a smooth plunger glide. Product details were unable to be collected from user.